Event description:
Additional information was received that the ra lead displayed noise, varying impedance measurements. The lead safety switch feature was activated. A revision procedure was performed and the ra lead was surgically abandoned. The device was electively explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that the lead safety switch feature was activated on the right atrial (ra) lead, which programmed the lead to a unipolar configuration. The impedance measurements were unknown. The lead was reprogrammed to bipolar configuration, with pacing impedance measurements of 700 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.